Manufacturer narrative:
Patient initials: (B)(6). Additional product code: max. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a posterior lumbar interbody fusion (plif) at l5 to s1, after implanting the t-pal spacer, the t-pal spacer applicator handle would not release the implant. Surgeon had to disassemble the handle with the implant in place in order to force the release of the implant. It is reported the implant remained in its proper position. While attempting to release the implant, the t-pal spacer inner shaft became bent. In the same procedure, after completing final tightening of the s1 right screw, surgeon was unable to obtain the proper torque on the locking cap. It was discovered that the locking cap has stripped. It was removed and replaced with another locking cap. The ratchet was used afterwards and there were no issues. Procedure was delayed approximately ten (10) minutes, but was completed successfully with no further harm to patient. Patient reported to be doing well. This is report 4 of 4 for com-172827.

Manufacturer narrative:
Explant date: device not reportedly explanted. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.